Event description:
Pt, an employee at treating optometrist reports experiencing pain in the left eye several hours after contact lens were inserted. The pt removed the contact lens immediately. The record indicates the the pt presented in 2005 with "c/o redness, pain starting yesterday. Sle; cornea infiltrates with epithelial defect centrally. Tr mucus. Tr cells on endothelial surface. + spk. Conj. Hyperemia to bulbar conj. Corneal ulcer os with mild conjunctivitis. Rx vigamox q4h today. Rtc 1-2 days. Follow up visit 3 days later in 2005: "va os 20/40 without correction, sle: neagtive nafl: ulcer resolved; tr spk over entire cornea. Resolving traumatic ulcer with mild irritation from meds. Decrease vigamox and pred forte to bid x 2 days then d/c recheck in 2 days." Upon notification of this adverse event, the pt stated lens has resumed without any further event. No further information available. Product not available. Lot history: the batch record did not show any abnormalities in monomer and solution testing. All parameters were within specification. All sterillization requirements were successfully completed.